Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic/ pain') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "uterine ablation with essure placement on same day". The patient's medical history included ovarian cystectomy, uterine fibroid, breast mass, ovarian cyst, alcohol use, rash, hives, obesity, cesarean section, prediabetes and elevated liver enzymes. On (B)(6) 2017: final pathologic diagnosis. Final pathologic diagnosis: uterus & bilateral fallopian tubes, hysterectomy and salpingectomy: 1. Cervix: no significant pathologic abnormality. 2. Corpus: adenomyosis; proliferative endometrium. 3. Right fallopian tube: tube with no significant pathologic abnormality; para tubal cysts. 4. Left fallopian tube: tube with no significant pathologic abnormality; para tubal cysts. Concurrent conditions included grand multiparity, shellfish allergy, itching all over, pain in elbow, tingling, epigastric pain, back pain, flank pain, heartburn, nausea, uterine bleeding, adenomyosis, paratubal cyst, menometrorrhagia and adhesion. Family history included endometrial cancer (mother dx age 60). Concomitant products included hydrocodone bitartrate;paracetamol (norco), nsaids, paracetamol (acetaminophen) and vitamins nos (multivitamin). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition:mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("psychological or psychiatric problems condition:psych injury/ depression,"). On (B)(6) 2016, the patient experienced urinary tract infection ("bladder/urinary problems- uti"), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and anaemia ("anemia"). The patient was treated with ferrous sulfate (ferosul), ibuprofen (motrin), medroxyprogesterone acetate (depo provera), sulfamethoxazole;trimethoprim (bactrim ds), blood transfusion and surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, anaemia, urinary tract infection and vaginal haemorrhage had resolved and the anxiety and depression outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic pain / abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, general abnormal bleed, bladder/urinary problems: uti. Insertion details- left-3 and right- 1 coils were visualized. Concomitant drug includes omega 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015: essure device was successfully occluded. Bilateral occlusion; on (B)(6) 2015: as per mr. Impression: no evidence of fallopian tube opacification with metallic coils present. Incomplete visualization of the entire uterine cavity which may be secondary to scar as noted above. No evidence of free spillage into the peritoneal cavity with some venous extravasation noted during the examination. Pregnancy test: on (B)(6) 2017: negative. Ultrasound pelvis: on (B)(6) 2017: the right ovary is not visualized. A mild complicated cyst is visualized in the right adnexa measuring 1.4 cm, most likely benign. The left ovary is not visualized due to overlying bowel gas. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:menorrhagia, anemia, anxiety, pelvic pain, abdominal pain, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: pfs received : events outcome updated and concomitant drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic/ pain') and genital haemorrhage ('general abnormal bleed') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "uterine ablation with essure placement on same day". The patient's medical history included ovarian cystectomy, uterine fibroid, breast mass, ovarian cyst, alcohol use, rash, hives, obesity, cesarean section, prediabetes and elevated liver enzymes. (B)(6) 2017-final pathologic diagnosis final pathologic diagnosis uterus & bilateral fallopian tubes, hysterectomy and salpingectomy: 1. Cervix: no significant pathologic abnormality 2. Corpus: adenomyosis; proliferative endometrium 3. Right fallopian tube: tube with no significant pathologic abnormality; para tubal cysts 4. Left fallopian tube: tube with no significant pathologic abnormality; para tubal cysts. Concurrent conditions included grand multiparity, shellfish allergy, itching all over, pain in elbow, tingling, epigastric pain, back pain, flank pain, heartburn, nausea, uterine bleeding, adenomyosis, paratubal cyst, menometrorrhagia and adhesion. Family history included endometrial cancer (mother dx age 60). Concomitant products included docosahexaenoic acid;eicosapentaenoic acid (omega-3), hydrocodone bitartrate;paracetamol (norco) and vitamins nos (multivitamin). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition:mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("psychological or psychiatric problems condition:psych injury/ depression,"). On (B)(6) 2016, the patient experienced urinary tract infection ("bladder/urinary problems- uti"), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and anaemia ("anemia"). The patient was treated with ferrous sulfate (ferosul), ibuprofen (motrin), medroxyprogesterone acetate (depo provera), sulfamethoxazole;trimethoprim (bactrim ds), blood transfusion and surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, anaemia and urinary tract infection had resolved and the anxiety, vaginal haemorrhage and depression outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic pain / abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, general abnormal bleed, bladder/urinary problems: uti. Insertion details- left-3 and right- 1 coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Bilateral occlusion.; on (B)(6) 2015: as per mr- impression: no evidence of fallopian tube opacification with metallic coils present. Incomplete visualization of the entire uterine cavity which may be secondary to scar as noted above. No evidence of free spillage into the peritoneal cavity with some venous extravasation noted during the examination.. Pregnancy test - on (B)(6) 2017: negative. Ultrasound pelvis - on (B)(6) 2017: the right ovary is not visualized. A mild complicated cyst is visualized in the right adnexa measuring 1.4 cm, most likely benign. The left ovary is not visualized due to overlying bowel gas. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:menorrhagia, anemia, anxiety, pelvic pain, abdominal pain, dysmenorrhoea quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr received- new events abnormal bleeding (vaginal), mental anguish, uterine ablation with essure placement on same day were added. Pt of psychological trauma updated to depression. New reporters, patient information, medical history, lab data, treatment and concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), psychological trauma ("psych injury") and urinary tract infection ("bladder/urinary problems uti"). The patient was treated with surgery (she had full hysterectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, anaemia and urinary tract infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, anaemia, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: she received treatment for pelvic pain / abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, general abnormal bleed, bladder/urinary problems: uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporter details updated and patient demographics and laboratory data were added. Updated essure indication. On (B)(6) 2014, she implanted essure (previously reported as (B)(6) 2013). On (B)(6) 2017, she explanted essure. Added events abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, general abnormal bleed, psych injury, bladder/urinary problems: uti. Updated reported term of event physical pain/ pain pelvic (previously reported as physical pain), incident category and outcome. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.